Event description:
It was reported that infusion set cannula was bent and the symptoms were observed in three or more hours after insertion and it has been in use for six to eight hours and patient had high blood glucose levels and was treated with correction bolus via pump on (B)(6) 2026.

Manufacturer narrative:
Initial 2 of 3 based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.